Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4).

Event description:
Initial right total hip arthroplasty was performed. Subsequently, the patient underwent revision surgery approximately 6 years later due to pain, instability, and elevated metal ions. During the revision, extensive metallosis, scar tissue, pseudotumor, and tissue damage were noted in addition to significant bone loss and osteolysis. The head and liner were replaced with a dual mobility construct without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of op notes. Findings: co-cr lab 12.28.18.pdf; titanium <10.0 (wnl), chromium 12.9 (normal <2.1), cobalt 17.3 (normal <0.9) right revision op report.pdf; acetabular revision was the primary indication in the femoral head exchange was only done to help facilitate an optimal outcome; or time 4 hrs. 41 minutes under general anesthesia; diagnosis: instability, metallosis, pseudotumor, abductor musculature detachment from the greater trochanter; distended hip capsule noted with approximately 100ml fluid collection, light tan and cloudy; attempted dissection of the gluteus medius and minimus demonstrated complete destruction of the entire muscle superior secondary to metallosis; shell presented in 30° abduction and 5° retroversion (not ideal - unknown if initially malpositioned or migrated from metallosis loosening); well-fixed and well-positioned bimetric stem left in place; softening of the posterior cortical bone but no fracture; patient presented with pain, had an episode of instability during a colonoscopy requiring a closed reduction after the procedure on 04-jan-2018. Only instability provided, unknown if event resulted in dislocation vs. Subluxation. As this requires a medical diagnosis, no additional category used.; right chronic foot drop diagnosed within the last two years (the patient concurrently has lumbar stenosis which is more likely the cause of the foot drop).; crp 2.8 (wnl), esr 24 (high), synovasure and aspiration cultures negative for infection; capsule scarred down, dissected and sent for frozen section and culture - all frozen sections results include no acute inflammation, no infection; shell, liner, and head replaced without complication; damaged tissue debrided, tendon transfer performed for repair, external rotators were not able to be repaired due to scarring; ebl 500ml. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: m2a 38mm mod hd -3mm nk, pn 11-173661, ln 963390. Bi-metric/x por nc 12x140, x180312, ln 177460. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00538. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial surgery 16 years ago and is experiencing bone damage, tissue loss, metallosis and elevated ion levels. A revision procedure has been indicated; however, not revision has been reported at this time.